Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that he was unable to change the code number on his onetouch ultralink meter. During troubleshooting, the customer care advocate determined that the meter's button was not working; therefore, the issue was unresolved. There were no allegations of harm or injury.